Event description:
Heartmate 3 left ventricular assist device (lvad) was found unresponsive by his roommate; 911 was activated. Upon presentation to the emergency dept, patient had fixed and dilated pupils with agonal respirations. He was intubated. Brain cat scan revealed large parenchymal hematoma centered in the right thalamus with extension into temporoparietal white matter with right uncal herniation, acute obstructive hydrocephalus, 1.3 cm of right-to-left midline shift, and diffuse sulcal effacement of the temporal, occipital, and parietal lobe. Labs were significant for international normalized ratio (inr) > 8, white blood count 25, lactate 4.6 and ph 7.21. Due to poor prognosis, care was withdrawn same day.